Manufacturer narrative:
Publication 144027557: title : detection of a clinical carbapenem-resistant citrobacter portucalensis strain and the dissemination of citrobacter portucalensis in clinical settings source : journal of global antimicrobial resistance 2021 authors : cao xiaoli, xie hui, huang doudou, zhou wanqing, liu yang, shen han, zhou kai issue date: may 2015. The article claimed a misidentification of citrobacter portucalensis as citrobacter freundii. Investigation: a biomérieux complaint history review showed that since january 2016, only one similar complaint had been recorded from portugal on september, 7th 2018 (sap (B)(4)) with vitek® ms kb 3.0. Nothing in the article suggests that the manufacturer's instructions for use (IFU) were not followed. The vitek ms was used to identify a gram-negative rod which is in accordance with the package insert recommended use of the product. The manuscript does not specify which vitek ms knowledge base version was used to analyze the data. However, citrobacter portucalensis is not currently included in any knowledge base versions of the vitek ms. The vitek ms documentation states the following : "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification.¿ the addition of this species will be considered in a future update. Root cause: cause not established; evidence suggests it may be part of a known system limitation (citrobacter portucalensis not included in any of the vitek ms kb). Conclusion: citrobacter portucalensis is not included in any of the vitek ms kb. The following system limitation is included in the vitek ms knowledge base user manual: "note: interpretation of results and use of vitek ms requires a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.". A change request (#2719) was created to add citrobacter portucalensis in a future vitek ms knowledge base.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time-of-flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Description: during biomérieux¿s literature review, a publication regarding ¿detection of a clinical carbapenem-resistant citrobacter portucalensis strain and the dissemination of citrobacter portucalensis in clinical settings¿ (work supported by the national natural science foundation of china) in the journal of global antimicrobial resistance 2021 (authors : cao xiaoli, xie hui, huang doudou, zhou wanqing, liu yang, shen han, zhou ka) has highlighted potential misidentification with vitek ms instrument (ref. 410895, serial number not reported). A (B)(6) year-old male patient was admitted into the hospital because of polydipsia, polyuria, and cough, with yellow purulent blood sputum in (B)(6) 2015. A strain (3839) was isolated from the patient sputum on the second day of admission. The strain was initially identified by vitek 2 and matrix-associated laser-desorption ionization time of flight mass spectrometry (maldi-tof ms) as citrobacter freundii. Subsequent analysis by whole-genome sequencing (wgs) identified the strain to citrobacter portucalensis. Antibiotic susceptibility testing was conducted via microbroth dilution method. There is no indication nor report that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.